Event description:
It was reported that the wallstent was difficult to remove. The carotid wallstent was used in a carotid artery stenting (cas) procedure. After deployment of the stent, the stent delivery system was difficult to remove as there was strong resistance felt over the non-boston scientific wire. The wire was used to pull the wallstent device into the balloon guide catheter and remove it from the patient. The procedure was completed without posterior dilatation. There were no patient complications as a result of this event.